Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined high blood glucose (bg) level of 524 mg/dl that resulted in a trip to the emergency room (ER), where they were treated with intravenous fluids of saline and insulin. Customer was released from the ER 9 hours later. Tandem technical support advised customer to consult their healthcare provider regarding diabetes management.